Manufacturer narrative:
Lot 195576: device returned 14 september 2022.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative avs pl straight inserter deformation. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot: 195576 (1): manufacture date: 24 july 2019. Device returned: 30 september 2022.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative avs pl straight inserter deformation. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.